Manufacturer narrative:
Additional information was received on 16-apr-2024 by the medwatch form user facility (B)(4). Provided the ¿other health care professional¿ information. Therefore. Updated section e1. Initial reporter. The patient¿s age was provided. Therefore, updated a2. Patient age at the time of event and a2. Age unit. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was obstructed in the hub. Out of the package there was a foreign substance inside of the hub. It was also reported that the hemostatic valve was prolapsed. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium with one of the same lot number and the procedure continued. There was no patient consequence reported. The device evaluation was completed on 19-dec-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-nov-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was obstructed in the hub. Out of the package there was a foreign substance inside of the hub. It was also reported that the hemostatic valve was prolapsed. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium with one of the same lot number and the procedure continued. There was no patient consequence reported. Additional information was received. The issue was noticed before inserting the sheath into the body but after opening from the original packaging. They no longer have the tray and label and materials because the operating rooms are flipped and trash disposed of after every case. They do have the sheath with the material still lodged in the hub saved and will send that in. The material was white, small but clearly visible from the hub of the sheath. It looked almost cotton like. It seemed pretty stable/fitted and not shakable. However, they did attempt to flush the sheath after the case so the material could now be impacted by the fluid. It was difficult to tell if it was the hemostatic valve as the caller had never seen one but the doctor suggested that it could be what's in the hub. Nothing seemed cracked, broken or damaged. Unclear to see if it is the actual valve without taking it apart. Not used after discovering foreign body in the hub.